Event description:
It was reported, the monitor would shut down on its own and could not be powered back up again. The issue occurred during an unspecified procedure which was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the occurrence product has not been returned, it did not lead to the identification of the cause. However, based on the outcome of the evaluation and previous similar events, it was estimated that g1 substrate was poor. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.